Event description:
On (B)(6) 2012 the patient was implanted with four gore excluder aaa endoprotheses. On (B)(6) 2012 the patient was implanted with one gore excluder aaa endoprosthesis. Multiple attempts were made to obtain additional information for this event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: (B)(4).